Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a reaction due to jolts on the belt node. Patient described event as jolting that led into body twitching followed by 10-15 mins if hypnotic state were the patient seems to stare off and not able to communicate. Patient also reported left sided weakness and convulsive seizures. Patient reported that a physician advised to remove the lifevest. Patient ended use. Outcome of event is unknown.